Event description:
The reporter contacted animas on (B)(6) 2013. During the call the patient indicated having erratic blood glucose levels from 27 mg/dl to 375 mg/dl. The reporter stated that there were no symptoms noted with the blood glucose levels and treated the blood glucose levels without needed intervention. The reporter indicated not knowing why blood glucose levels went so low. The reporter stated that the basal rates were adjusted and blood glucose levels still dipped down to 60-70 mg/dl after meals. The reporter declined a review of the insulin pump and stated that the pump was not being implicated in the erratic blood glucose levels. This report is made based on the allegation that the patient experienced hypoglycemia of unclear cause while using insulin pump therapy.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 10/10/2013 device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: a review of the total daily dose history showed that the daily insulin delivery totals correctly reflected the user programmed basal rates. No alarms or pump conditions indicating a malfunction were recorded in black box or alarm history. A 29 hour flow accuracy test was performed and the pump was found to be delivering within specifications. No delivery related defects were found during testing.